Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11 visual examination of the returned product identified a plate that was found to have fractured through a bore hole. Macroscopically, scratches were visible on the plate surface. Polished areas were identified on both fracture surfaces. These are most likely post-fracture features caused by repeated contact between the two fractured fragments. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Due to insufficient product information, the compatibility of the involved products could not be verified. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4): g2: report source united kingdom. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent revision approximately 35 days post implantation due to the patient was being seen by a physiotherapist when the patient experienced weakness in their leg and was sent to the emergency department for an x-ray. This is when they saw the implanted ncb distal femur plate had broken. Attempts have been made and additional information on the reported event is unavailable at this time. Attempts have been made and additional information on the reported event is unavailable at this time.